Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported that the patient was having an injection and during the procedure the practitioner took a floro image of the leads and noticed darkened spots around the lead and wanted to make sure there was nothing wrong with the lead. It was reported that prior to the injection the manufacturer representative met with the patient and discovered that the impedances were all over 10,000 on one lead. They shifted programming to the other lead and the patient said they had better coverage than before. No symptoms/negative events have happened since that reprogramming. No further complications reported/anticipated.